Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s patient cable being discolored was confirmed, as the cable was observed to be discolored upon arrival. The returned mpu (serial number (B)(6)) was functionally tested at the european distribution center and was found to perform as intended, and the discolored patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The original patient cable was individually tested and was found to perform as intended, even when manipulated by hand. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient cable was discolored and was replaced.